Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12136. Note: the patient received 2 leads with the same lot number. It was reported the patient experienced ineffective stimulation and occasional surges in stimulation following an automobile accident. Reprogramming was unsuccessful. Diagnostic testing revealed high impedances on multiple lead contacts. An x-ray revealed one the leads had migrated and the one lead appears to have pulled out of the ipg. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12136. It was reported the patient's scs system devices were explanted and replaced which resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12136.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.